Manufacturer narrative:
Dreamstation auto CPAP ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed, and also white substance residue were found. An external and internal visual inspection of device was completed, and error code #106, #53 was found, but no confirmation of the customer's complaint. Additionally, unit was scrapped. This notification is being reviewed due to a user of a dreamstation auto CPAP device. Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of foam particles. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
Dreamstation auto CPAP ventilator was returned to a third-party service center for evaluation.  There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed and also white substance residue were found. An external and internal visual inspection of device was completed, and error code #106, #53 was found, but no confirmation of the customer's complaint. Additionally, unit was scrapped.